Manufacturer narrative:
Additional information: 1 stroke, 1 mi, 1 dissection, 1 restenosis and 1 coronary artery spasm events were directly related to sprinter otw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the sprinter otw ptca balloon catheter survey results from an interventional cardiologist in practice 7 years. In the past 12 months the physician has used sprinter otw 65 times; sprinter otw (1.5 x 6 mm) and sprinter otw (4 x 30 mm) were used the following complications adverse events/effects were encountered using the sprinter otw product over the last 12 months: 1 stroke, 1 mi, 1 dissection, 1 restenosis, I coronary artery spasm, (2 out of 3 hypertension/hypotension) have been reported to medtronic. 1 hypotension/ hypertension was related to a pre-existing condition or comorbidity. 1 hypotension/ hypertension was related to the procedure but not directly to sprinter otw. 1 hypotension/ hypertension was directly related to sprinter otw as a result of action potential and revascularization.